Event description:
It was reported the pt experienced a pseudoaneurysm following a percutaneous procedure. A 6f angio-seal vip was used. This occurred 1 day after the procedure. The pt received a fibrin injection to treat the pseudoaneurysm. No other consequences were noticed.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneuysm may be used after the angio-seal device has been placed.